Event description:
The reporter indicated that during an a/c induction sequence, "noise" was seen, interrupting the induction and returning the user to the bradycardia screen. A/c induction was reattempted and was successful. Procedure completed without incident. Date of event is estimated.